Manufacturer narrative:
One device was returned for repair. Event log review showed multiple reports of cassette not attached properly error, confirming downstream occlusion (dso) failure. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing were performed. Device failed latch lock test, resulting in replacement of latch mechanism. Replaced dso sensor, calibrated dso, updated software, then performed verification testing. Upon further investigation while performing verification testing, it was found that device failed lcd pot test, resulting in replacement of new lcd. New lcd was not compatible with old, printed wire assembly (pwa) board, resulting in new pwa board replacement. Device failed go_no_go test, resulting in latch assembly replacement. Front housing and lcd lens was replaced.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the unit states ¿cassette not inserted¿ even when it was inserted and locked.per reporter, the product fault was found when preparing. There was no patient involvement.